Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient complained of abdominal pain and was admitted to the hospital on (B)(6) 2016. A CT scan reportedly showed an unspecified collection adjacent to the left ventricular apex surrounding the inflow cannula. A small unspecified collection was also seen at the right anterior abdominal wall surrounding the lvad driveline. A driveline infection was suspected. Since admission, the abdominal pain has reportedly eased and the patient is currently asymptomatic and has been put on observation. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Local, pocket, and driveline infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications.